Event description:
It was reported that during laparoscopic op, customer tried to pre-test but the jaw is not opened clearly so clip stuck at the jaw.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip loaded on the first attempt, but a closed clip shot out of the channel after the trigger cycle was completed. A broken hook was found in the channel and the next clip was out of position. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Another broken clip was found in the channel. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One sample was returned. Upon functional inspection, the clip was unable to load properly. The sample was disassembled and the ratchet ears were found broken. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800341 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic op, customer tried to pre-test but the jaw is not opened clearly so clip stuck at the jaw.